Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal unknown therapy. The daughter stated that on an unknown date, her mother was diagnosed with peritonitis. The patient was hospitalized for peritonitis on (B)(6) 2012. The patient was discharged from the hospital on (B)(6) 2012. The cause of peritonitis was unknown. The patient is recovering from this event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891580. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.